Event description:
The customer reported to have received a shipment of vigil protein control l3 lot# m104263 with 1 box of control that had leaked. The customer was wearing proper ppr consisting of gown, protection glasses and gloves at the time of the event. The leaked fluid contains material of human and animal origin. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The technician did not refer to the msds (material safety data sheets), although the laboratory does have an exposure control plan. The laboratory did not run qc with this product, and no erroneous results were generated. The root cause of the event was a loose cap on the bottle. A replacement bottle was sent to the customer. The customer will call beckman coulter inc. If further assistance is needed.

Manufacturer narrative:
(B)(4).